Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were 7 pump stops and 10 low speed advisories on (B)(6) 2020. X-rays were taken. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of pump stops and low speed alarms with associated low flow alarms while the device was connected to batteries. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline. It was reported that the patient experienced pump stops and low flow alarms on (B)(6) 2020. X-rays were taken, and additional pump stops, low flow alarms, and low speed alarms were captured on (B)(6) 2020 while the device was connected to batteries. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted log files from (B)(6) 2020 through (B)(6) 2020, and (B)(6) 2020 through 03sep2020, were reviewed. Multiple pump stop events were captured on (B)(6) 2020 along with multiple low speed hazard and low flow hazard alarms while the device was connected to batteries. A no external power alarm was also captured on (B)(6) 2020, as the pump attempted to ramp back up to the fixed speed, drawing down the power on the power cables. An additional pump stop event was captured on (B)(6) 2020 while the device was connected to batteries. There were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. These documents also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.